Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead there were four attempts to implant the lead, after which the screw did not "work right". The lead was removed and replaced. No patient complications have been reported as a result of this event.